Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report.

Event description:
It was reported that: "el camino hospital will not release pt names due to hipaa rules. The rep was not present at this surgery. The impactor was broken during the case with no adverse effect on the patient. The case was delayed 5-10 minutes while another impactor was located."